Event description:
Customer reported that the unit has an error code message of data acquisition (da) pcba adc failed. The device was in clinical use with a patient at the time the reported issue was discovered; however, there was no harm to the patient or user.